Manufacturer narrative:
On 3-apr-2025, it was noticed the following information was inadvertently omitted from section h11. Additional manufacturer narrative of the 3500a initial medwatch: ¿the product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ the video evaluation has now been completed: a video was received to johnson & johnson medtech (j&j medtech) for evaluation. According to the video provided by the customer, it can be seen how the involved device was taken out of the box; however, the device was observed only with the cardboard tray, the pouch cannot be observed on the video. Due this condition a manufacturing investigation was performed. According to the manufacturing investigation, it was concluded that the customer complaint reported for the thermocool smarttouch sf was not generated at the bwi facilities. In accordance with johnson & johnson medtech (j&j medtech) procedures, all steps and key points were successfully executed in the packaging area and inspected as mentioned in johnson & johnson medtech (j&j medtech) procedures. Due to the conditions in which the product was received, it is not possible to establish the root cause since the investigation indicated that the packaging of the product was in accordance and all the processes were successfully documented in the device history record (DHR) with the procedures established at the manufacturing facilities. Based on previous information and the bwi packaging controls, this customer complaint is not related to packaging process. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
During a private procedure, the thermocool smarttouch sf box chosen for the ablation was opened and it did not have the internal/protective packaging. The product had not been used before. There was no patient consequence. Additional information received indicated there was no damage to the outer box, there was no internal packaging. There was no damage to the device. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31029826l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the interal packaging was missing. During a private procedure, the thermocool smarttouch sf box chosen for the ablation was opened and it did not have the internal/protective packaging. The product had not been used before. There was no patient consequence. Additional information received indicated there was no damage to the outer box, there was no internal packaging. There was no damage to the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).